Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 4 months, 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had loss of vision in his right side for the last 24 hours. The patient was admitted for further workup. CT scan was negative for cerebrovascular accident (cva). Ophthalmology and neurology were consulted and the patient was referred to an neuro-ophthalmologist.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further related issues have been reported. The hm3 IFU lists other neurological event (not stroke-related) and hypertension as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.